Manufacturer narrative:
(B)(4), age was not provided, patient weight was not provided, product has not been returned. Product was discarded.

Event description:
It was reported that abutment screw loosened. Doctor tightened and sent patient home.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. . The device history record review was performed and did not identify any non-conformances. The lot specific complaint history review indicated another similar incident was reported. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following sections have been updated: UDI (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).